Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture. No information communicated on the duration of asystole; however, no adverse patient effects were reported.

Manufacturer narrative:
The physician elected to reprogram the device, increasing the threshold outputs and evaluate in the future. Subsequently, the physician explanted the lead and replaced with another guidant lead of same model type. The patient exhibited no adverse effects and no additional information communicated on the explanted product.